Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they felt a ¿boom boom¿ on the side of their chest when the cardiac resynchronization therapy defibrillator (crt-d) was newly implanted. The patient stated that they had gone to their doctor, and they adjusted it, so they were no longer feeling it. The patient stated that recently, they believed they were starting to feel the same type of feeling that they did before. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported via follow-up with the patient's clinic that the patient had experienced intermittent extracardiac stimulation from the left ventricular (lv) lead. Lead output was decreased two days post-implant. No additional changes were made when the stimulation recurred as it was rare and tolerable to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.